Event description:
An error code 4 was received as soon as the handpiece was plugged into the generator. The device had not been sterilized at all that day. They switched out the handpiece and completed the case with no pt consequence.